Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that during a vitrectomy procedure, the doctor asked to use the laser on the console. The nurse pressed the laser screen which came up. When the button on the screen to go from standby to active laser was pushed, the machine defaulted back to standby without anyone touching the screen. This happened a few times before the laser worked properly.